Event description:
Following a carotid stenting procedure, this pt suffered a microthromboltic stroke in the recovery room. The pt also suffered a myocardial infarction documented as periprocedural. A male was consented to the study in 2008. The index procedure was completed on six days later. The pt was asymptomatic. The physician made access in the right femoral artery. The target lesion location was the middle right internal carotid artery (r4) with no occlusion in contralateral carotid. Reference vessel diameter was 8.0. Target lesion diameter stenosis was 99.0 with lesion length 30.0. Total length of stented segment is 40.0. Qualitative lesion calcification was described as severe and circumferential. Vessel tortuousity by visual inspection was mild. Geometry of the lesion was described as eccentric. An angioguard distal protection device was placed and deployed distal to the lesion with no difficulty. Pre-dilatation was performed with a cordis aviator balloon and there was no resistance to angioplasty documented. A precise stent was inserted for treatment of the target lesion, and was successfully deployed with no stent malfunction reported. The stent was post-dilated with another aviator balloon. The angioguard distal protection device was successfully retrieved following removal of the balloon. Upon retrieval of the angioguard device, there was no debris found in the basket. The physician inserted another angioguard device and post-dilated the stent and beyond the lesion. The balloon was removed along with the angioguard. There was no debris found in the second device. The procedure was successfully completed. There was no report of a neurological event as the pt was neurologically intact when he left the angio suite.

Manufacturer narrative:
On the same day, an adverse event of visual field loss on the left was reported, along with hemitaxia and hemineglect on the left. Hemiparesis was not documented. The diagnosis was microthrombolitic stroke. The first symptoms were noted in the recovery room at 12:05 (procedure complete at 11:31) in 2008. The onset was gradual. The pt also suffered a non q-wave myocardial infarction (mi) during the procedure. Pt experienced chest pain during the procedure. Upon discharge on six days later, the pt was walking and much improved. The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.